Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a 3.5cm malignant stricture due to lung cancer, located at the center of the trachea. The anatomy was not reported as tortuous, and was dilated prior to the procedure. After the physician positioned the stent at the stricture location, he pulled the ring to deploy the stent. The deployment suture thread was broken and the stent could not be deployed at all inside the patient. The stent and delivery system were removed without any issues. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a 3.5cm malignant stricture due to lung cancer, located at the center of the trachea. The anatomy was not reported as tortuous, and was dilated prior to the procedure. After the physician positioned the stent at the stricture location, he pulled the ring to deploy the stent. The deployment suture thread was broken and the stent could not be deployed at all inside the patient. The stent and delivery system were removed without any issues. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were deployed. The deployment suture thread was broken approximately 20 centimeters from the point of release from the stent. The remainder of the deployment suture thread along with the relevant pullring were not returned for analysis. Visual examination noted no significant bends along the shaft. The deployment suture thread appeared to be frayed in appearance, at the point of breakage. During analysis the remaining attached suture thread was retracted and the suture thread was deployed without issue. No issues were noted with the profile of the deployed stent. The most probable root cause for this complaint is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.